Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The catalog number is unavailable. Awaiting device return.

Event description:
It has been reported by the biomed technician that during an unknown procedure the codes error 59 and 60 appeared on the fms duo+ screen. The procedure has been completed manually as no other pump were available. No harm to the patient. Additional information received by mitek complaints via email on (B)(6) 2016: indeed, the procedure has been delayed by over 30 minutes according to the biomed technician.

Manufacturer narrative:
Cpu board and handpiece cable were replaced and the unit was repaired. The unit passed all diagnostic tests, functional tests, and is fully operational. The root cause was determined to be the faulty cpu board and handpiece cable. A review into the depuy mitek complaints system revealed one dissimilar complaint for this serial number in the past. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).